Manufacturer narrative:
(B)(4). Additional: the device was not received back to baxter for evaluation. If any additional information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample has been requested but has not yet been received by baxter. A follow-up medwatch report will be submitted if the sample is sent back to baxter for evaluation or if additional information is available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that will not infuse medication when in the piggy back mode. The reported condition occurred during patient therapy. According to the hospital representative, no patient injury, adverse event or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version is unknown at this time.